Event description:
The user facility reported a 69-year-old male patient was implanted with an impella cp due to the patient having ventricular tachycardia ablation. After the implant, the flows decreased, and the patient became hypotensive. An echocardiogram was performed and revealed pericardial effusion. The impella was slowly weaned, and the patient tolerated it well. After the explant, the effusion was able to be tapped. The patient was reported as stable.

Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The provided logs verified the decreased placement signal pulsatility and drop in flow to 3 l/min at p-9 in the field. The product was returned and evaluated. No abnormalities were found. The low pump flow could not be reproduced in the lab. Therefore, the root cause of the low pump flow was most likely patient condition related. Vascular damage - peripheral vessel. The introducer was not returned, but the pump with repositioning sheath was returned and evaluated. No abnormalities were found with the repositioning sheath. The root cause of the pericardial effusion was not determined as insufficient clinical evidence was provided. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings and cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings and cautions: warnings. Section: pre-support evaluation. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
Added details for the initial MFR report -b5 additional adverse event details, h6 clinical code 2484, h6 impact code 4648.

Event description:
It was further reported by medical safety team via abiomed¿s long-term outcome and quality indicator impella registry (loqi) that the patient experienced acute hypoxic respiratory failure with an unknown relationship to the impella cp device used on this patient. The treatment for the respiratory failure is unknown.